Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes displayed) has been confirmed. As received, the monitor displayed service codes 204 (belt/monitor unusable) and 105 (pulse test relay stuck). Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted +5v power supply on the computer/analog pca, resulting in high-voltage damaging low-voltage circuitry. In addition, component u409 on the computer/analog board was shorted, connector j1002aa on the defibrillator board was contaminated, and insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted. The root cause for the shorted power supply could not be positively identified. The root cause for the contaminated component was ingress of an unknown liquid. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying service codes 204 (monitor/belt unusable) and 105 (pulse test relay stuck).